Manufacturer narrative:
Concomcitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by reporter) via an implanted pump. The indication for use was cervical radiculopathy and spinal pain. On (B)(6) 2015, the patient stated that after the implant she had a lot of movement; the pump was not secure in the pocket. The pump flipped around all the time for some months. The patient wore a binder and it was better now. The patient had no symptoms related to the event. The date of the event, the troubleshooting performed, the actions/interventions taken, and the cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient first started experiencing the pump movement months after implant. No troubleshooting was required related to the pump movement. Regarding what actions/interventions were taken to resolve the pump movement, it was reported as lumbar corset brace support, which was difficult for the patient to use due to obesity (it was noted the patient was (B)(6) pounds). The cause of the pump movement was reported as "it was mobile in the waist area, but secured such that it did not flip."